Event description:
The customer received questionable total prostate-specific antigen (tpsa) results for one patient sample. The initial result was 18.71 ng/ml. The value of 18.7 ng/ml was reported outside the laboratory. The clinician did not accept the first result and the sample was rerun and another sample was also collected. The second sample was tested (B)(6) 2011. The tpsa result from the second sample was 0.537 ng/ml. The value of 0.54 ng/ml was reported outside the laboratory. The first sample was repeated on two different modules (specific serial numbers were not provided) on (B)(6) 2011. The tpsa repeat results were 0.598 ng/ml and 0.534 ng/ml. The patient was not harmed by the event. The patient is currently in good health. The tpsa reagent lot number is 15962402. The root cause of the discrepancy could not be identified. The investigation found calibration and quality control were both acceptable at the time of the event. Instrument performance tests were performed and were also acceptable.

Manufacturer narrative:
This event occurred in the country of (B)(6).